Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator device and electrode were exhibiting electrogram noise associated with oversensing and delivery of inappropriate shock therapy. Further investigation found that the electrode had dislodged due to twiddler syndrome. The following day, the patient was presented back to the electrophysiology laboratory. The chronic device and electrode were explanted and replaced. There were no reported patient adverse effects as a result of the surgical intervention.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. Visual inspection identified no anomalies. The device was able to be interrogated and a memory download was performed successfully. No setscrew damage was identified and the set screw moved freely in both directions. Visual inspection noted no irregularities with the lead barrel. A test electrode was inserted into the lead barrel. The electrode tip could be fully inserted into the lead barrel. The device was then exposed to simulated heart load conditions, and the defibrillation and sensing functions were tested. The device operated appropriately, according to its performance specifications with no out-of-range measurements or interruptions in therapy output. Simulated induction testing was also performed, and again, normal device function was observed. Analysis did not identify any device characteristics that would have caused or contributed to the reported clinical observations. This report is being filed to correct the manufacturer information.

Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator device and electrode were exhibiting electrogram noise associated with oversensing and delivery of inappropriate shock therapy. Further investigation found that the electrode had dislodged due to twiddler syndrome. The following day, the patient was presented back to the electrophysiology laboratory. The chronic device and electrode were explanted and replaced. There were no reported patient adverse effects as a result of the surgical intervention.